Event description:
Device issue: failure to deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that after stent deployment to treat an acute myocardial infarction (ami) pt, the balloon did not totally deflate and was difficult to retrieve. The entire stent delivery system was successfully removed from the pt partially inflated without the need for medical intervention. Reportedly, there were no pt effects. No additional info is available.

Manufacturer narrative:
(B)(4). Eval summary: difficulty to deflate a stent delivery system (sds) can be influenced by, but not limited to, deflation technique, accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast in or out of the balloon, contamination in the inflation lumen and similarly damage to the guide wire and/or inflation lumen which may also obstruct the flow of contrast out of the balloon. It is also possible that the contrast mix ratio may not have been properly diluted and could have contributed to the reported deflation difficulty. Contrast that is more concentrated can lead to slower deflation times. It is specified in instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. To help ensure that this is not the result of a mfg deficiency, a sampling of units is destructively tested for proper balloon deflation and proper stent deployment. Additionally, the balloon is checked for proper fold configuration. Possible causes for difficulty in removing a stent delivery system (sds) post deployment may include: interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, poor balloon refold or the balloon getting caught within the stent struts post deployment. In this case, based on the reported info, the difficulty removing the sds post deployment appears to be related to the reported deflation difficulty. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and there have been no other incidents reported for this lot. Overall, without having the sds to examine, a conclusive cause for the reported deflation difficulty to remove post deployment could not be determined. There is no indication to suggest a product quality deficiency.